Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the surgeon closed the instrument for ligation, the clip did not close on the vessel and the clips dropped in the field. All clips were retrieved from the surgical site. Operative time was extended by more than thirty minutes due to retrieving the clips and changing to a new instrument.

Manufacturer narrative:
(B)(4).